Event description:
It was reported that the patient was having pain in her stomach up to her throat that has been getting worse since (B)(6). It was also noted that the patient was having discomfort. The patient was in a car accident a few weeks ago and the discomfort that started in her sternum and moved to her esophagus came on gradually after the accident. Hcp (health care provider) thinks the ins might have moved. The caller was asking how to reprogram the patient. The caller was instructed to change the patient's programming to bipolar stimulation. Technical services reviewed that per what the caller was reading on the 8840 screen, the patient was already in bipolar mode. It was noted that the manufacturer cannot provide programming recommendations. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).